Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of therapy. A return of symptoms, including nausea, stomach swelling, and bowel movement difficulty/green stool, occurred. No trauma/falls or medical tests/emi were related. No dietary changes or medication changes occurred except for a cholesterol medication. She never had a follow-up appointment as her physician left and she hadn't found a new physician. This event was noted to be sudden. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.